Event description:
It was reported that bd eclipse¿ needle with smartslip¿ technology don't fit well the syringes and leak. The following information was provided by the initial reporter: -they don¿t fit the syringes as well at they could, we often encounter leakage at the connection and are looking into alternative needles. -leaked at the connection. Also feel they are very flimsy and not as solid as they could be. The plastic is bendy.

Manufacturer narrative:
Investigation: root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.